Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Although the report of low flow alarms could not be confirmed through this evaluation as no log files were provided for review, the account communicated that the low flow alarms resolved prior to being discharged. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists hypertension and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Both the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30oct2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age at the time of the event has been estimated.

Event description:
It was reported that the patient was admitted with progressive volume overload likely in the setting of inadequate diuretic dose and right heart failure. The patient reported to have had approximately two weeks of progressive dyspnea on exertion, lower extremity edema, decreasing appetite, and abdominal distension. The patient attempted to increase dose of furosemide from 20 milligrams orally every other day to 20 milligrams daily, but this did not prevent symptom progression. The patient reported having to remain in the upright position due to dyspnea. In addition, the patient was having frequent low flow alarms. Dopamine was started for right ventricular dysfunction, speed was increased to 5600 rpms and hydralazine and nitroglycerin drip were started for afterload reduction. A transthoracic echocardiogram (tte) revealed stable moderate right ventricular dysfunction and the aortic valve opening every beat. Nitroglycerin was discontinued and hydralazine was backed off. A right heart catherization (rhc) with mildly elevated filling pressures and a cardiac index (ci) of 2.7 on dopamine was done. A transesophageal echocardiogram (tee) showed intermittently obstructing inflow cannula to the right ventricle septal wall which was likely related to right ventricular distension. This improved with diuresis with intravenous (IV) lasix. Once euvolemic, the patient was transitioned to oral lasix of 20 milligrams every other day. The patient was successfully weaned off dopamine. The patient had multiple speed adjustments, but was ultimately at 6000 rpms at discharge. Low flow alarms resolved by discharge with flows of 4-6 lpms on the day of discharge.